Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown and turned off while on propofol (dose, programmed amount and delivery rate unknown). The event happened at the computerized tomography (CT). There was no known patient injury or medical intervention associated with this event. No additional information is available.